Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during skin closure intra-operatively in partial mastectomy(open procedure), when the surgeon took a bite of tissue and put the needle through the loop and the loop end broke when the product was tightened. It was the beginning of suturing process when the needle was placed through the loop end effector and the loop tore. Another product was used to complete the case. There was no patient injury noted during this event. Patient status : alive - no injury.